Manufacturer narrative:
(B)(4) a complaint rt013 was not returned to fisher and paykel healthcare (B)(4) for evaluation. Without the complaint device we were unable to confirm the failure as reported by the customer. This complaint is about customer dissatisfaction with the product. The customer has reported that they feel the rt013 tubing tears easily. This is the only complaint we have received for the rt013 in the past 12 months. All rt013 mask interface adaptors are visually inspected for defects prior to leaving production. Those that fail this inspection are rejected. The user instructions which accompany the rt013 contain the following warning: do not crush or stretch tube.

Event description:
A healthcare facility in (B)(6) reported that the tubing of rt013 mask interface adaptor tears easily at the proximal connector. No patient consequence was reported.